Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the rn called the hotline because they had been getting "possible helium loss 2" alarms about every 1 to 2 minutes for about 3 hours. When the clinical support specialist (css) spoke with the rn, they stated that they have a female pt, post-acute myocardial infarction (mi), that had a 30 cc intra-aortic balloon (iab) placed through a sheath into the left femoral artery by the cardiologist in the cath lab about 48 hours ago. The pt is stable at present in a sinus rhythm with a heart rate of 80 bpm. The pt was sedated and ventilated. The rn stated that they tried repositioning the pt and looked for any kinks to the tubing. There was no blood in the tubing and the connections were tight. The alarms were coming about every 1 to 2 minutes. They changed the helium tank and pump. The alarms continued on the second pump. That is when they called the hotline for assistance. The css had the rn do an internal leak test on the balloon. After the test, it was determined that this most likely was a small hole in the balloon, but the blood had not reached the tubing yet. The css also explained that the fact that he was getting "helium loss 2" alarms, about every 1 - 2 minutes, that also correlates with a small hole in the balloon. Since they had already tried changing the pump out for another pump, the css explained that it was unlikely that they would have two pumps that had the same alarm and there be an internal problem with the pump. The css recommended that they notify the physician and have the balloon removed. The pt is stable at present. The plan had been to do an echocardiogram in the morning to see what their next plan for therapy would be. This is a fos (fiberoptix sensor) catheter and it had been zeroed in the cath lab. When they changed the balloon over to the second autocat2 wave they had not calibrated the catheter (the icon is blue); however, the pressure readings were similar to the ones on the first pump.